Event description:
Rep stated the account alleged the left intermediate siderail was not working properly with a patient in the bed. No injury or incident reported. Rep tested the bed and found a sticky residue/contamination in the left intermediate siderail center arm around where the latch pin and spring area causing the issue. He cleaned up the sticky residue in the left siderail center arm to resolve this issue.